Manufacturer narrative:
According to the report, the surgeon stated "I used the 24 graft but had to repair several cracks. I was told [another surgeon] had the same problems last few times. We followed the thawing protocol. What is going on?" The surgeon repaired and implanted the allograft, but the procedure was prolonged. Allograft (B)(6) was not returned to cryolife so no direct observations could be made. The allograft was packaged using sterilized packaging set lot number cs20130025 and a-line sealer e1260a on 07/30/2013. There were no associated deviations with the packaging processing record. The allograft was processed from the heart of a (B)(6) female who died from arterial carotid thoracic disease. During the inspection of each cardiac allograft, a technician wearing surgical loupes inspects the allograft for attributes such as plaque, tears, etc. Per procedure. Transections, lacerations, or other recovery related attributes are noted at the inspection stage. The allograft was inspected on 07/12/2013. During inspection the following attributes were noted: "fibrous tip on the asc [anterior semilunar cusp]. Papillary muscle attached at the rsc [right semilunar cusp] annulus." The allograft was cryopreserved on 07/30/2013 in cryocycle c13211d with fourteen other cardiac allografts. Nine of these allografts has been shipped of which seven have been implanted and two have no further information available, and the remaining five allografts have since been rejected. The allograft was not repackaged. The allograft was transferred from vapor to liquid nitrogen storage per procedure on (B)(4) 2013 with seven other allografts. No complaints have been filed to date for these seven allografts. On (B)(4) 2013, sgpv00 batch number 10338461 was transferred to quality assurance (qa) quarantine per procedure. The tissue was then transferred from qa quarantine to implantable inventory per procedure on (B)(4) 2013. A review of training records indicates that the staff responsible for transferring the tissue on the above dates was appropriately trained prior to completing these transfers. Additionally, all tissue associated with the qa quarantine move from (B)(4) 2013 and the implantable move from (B)(4) 2013 was cross-checked to determine if there were any additional complaints filed. No additional complaints associated with these transfers were identified. Allograft 10338461 has been shipped one time on 11/11/2013 with no associated human tissue returns or repackages. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. A review of training records indicates that the technician who performed inspection for this allograft and the technicians who handled this allograft while in the frozen state were appropriately trained for the task they performed. As per delivery note (B)(4), allograft sid (B)(6) was shipped in dry shipper (B)(4). The allograft was shipped to (B)(6) via fedex on 11/11/2013 for priority overnight. Prior to shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for fedex during transit/delivery of this allograft. A review of training records indicates that the shipping associate(s) responsible for the transferring of the tissue and loading of the shipments were properly trained prior to performing these actions. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging," "valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg...]if the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled," and "the cardiac thawing and rinsing instructions must be followed exactly to minimize physical damage to the valve." The unpackaging instructions shipped with each allograft stated: "if an allograft is to be stored in a low temperature storage freezer (at or below -135°c), locate an empty slot in the racking system that is not exposed to liquid nitrogen and carefully place the allograft into the empty slot. The allograft should remain in the cardboard box throughout the duration of the allograft's storage at the facility."

Event description:
According to the report, the surgeon stated "I used the 24 graft but had to repair several cracks. I was told [another surgeon] had the same problems last few times. We followed the thawing protocol. What is going on?" The surgeon repaired and implanted the allograft, but the procedure was prolonged.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon stated "I used the 24 graft but had to repair several cracks. I was told [another surgeon] had the same problems last few times. We followed the thawing protocol. What is going on?" The surgeon repaired and implanted the allograft, but the procedure was prolonged.